Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2018-00691.

Event description:
It was reported that two iliac screws were found broken via x-ray six months after being installed. The patient is asymptomatic, so there are no plans for a revision surgery at this time. This is report one of two for this event.

Manufacturer narrative:
The device was not returned for evaluation, however, an x-ray was provided and used for evaluation. The two screws were confirmed to have fractured at the same level. The cause cannot be determined, however, the labeling was reviewed and found that post-operative implant fracture is a known, inherent risk of the procedure. The lot number is unknown so the manufacturing records were unable to be reviewed.

Event description:
It was reported that two iliac screws were found broken via x-ray six months after being installed. The patient is asymptomatic, so there are no plans for a revision surgery at this time. This is report one of two for this event.